Event description:
Additional information received reported the patient experienced redness at the device pocket due to the infection. The patient was given intravenous antibiotics and the infection resolved. It was noted a new pump and catheter were implanted and were 'good, in patient now.'

Event description:
It was reported that the patient's pump and catheter were removed due to infection. The device system was used to deliver hydromorphone.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explanted: (B)(4) 2009. The initial MDR was filed as MFR report # 3004209178-2012-06899. Additional review indicated the pump model and serial# were unknown and the manufacturing site was site (B)(4).